Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of returned product.

Event description:
Brush head stuck in throat [foreign body in respiratory tract], toothbrush head came off [device breakage]. Consumer e-mailed and stated that the toothbrush head came off. No serious injury was reported.